Event description:
It was reported the pt (B)(6) developed a hematoma approx one week after ipg implant. The pt underwent surgery on (B)(6) 2013, which resolved the hematoma.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.